Event description:
The customer observed architect error message 1053 (unable to calculate result, rate reaction linearity failure) when clinical chemistry alkaline phosphatase reagent lot 08145un11 was in use. The customer stated the problem happens occasionally with samples, however, quality controls were within range. The customer did not actually see fungal growth in the reagent. The customer changed lots of reagent and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
Patient: no consequences or impact to patient (B)(6); (B)(4) device: contamination during use (B)(6); (B)(4) the cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.